Event description:
Related manufacturer report number: 2017865-2023-50274, 2017865-2023-50277. It was reported during in clinic follow up that the pacemaker system was exhibiting oversensing due to noise on both the atrial and ventricular channels. This oversensing resulted in inhibition of pacing. It was unable to be confirmed whether the source of the noise was a device malfunction or an issue with the atrial and ventricular leads. No intervention was reported and the system will continue to be monitored. The patient was stable and asymptomatic.